Event description:
It was reported that the pt complains of pain since the day after her implant. She also has swelling and can't use her right leg to go up steps. Physical therapy does not help.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted. Add'l info has been requested and if rec'd, will be provided in a supplemental report.